Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code e0133 added.

Event description:
Reported via clinical study it was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. It was reported to the clinical site that the patient had passed away on (B)(6) 2026. No additional information on the cause of death was provided. It was further reported that the patient passed away in an assisted living facility due to multiple chronic conditions and functional limitations causing significant frailty and debility. Complete records were not able to be obtained but death certificate revealed the immediate cause of death to be a brain infarct.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0035024566. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study, it was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 20 mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. It was reported to the clinical site that the patient had passed away on (B)(6) 2026. No additional information on the cause of death was provided.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0035024566. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death and cerebral vascular accident (cva). Risk review: a risk review was completed and confirmed that the events of death and cerebral vascular accident (cva) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
Reported via clinical study: it was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. It was reported to the clinical site that the patient had passed away on (B)(6) 2026. No additional information on the cause of death was provided. It was further reported that the patient passed away in an assisted living facility due to multiple chronic conditions and functional limitations causing significant frailty and debility. Complete records were not able to be obtained but death certificate revealed the immediate cause of death to be a brain infarct.

Event description:
Reported via clinical study. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. It was reported to the clinical site that the patient had passed away on (B)(6) 2026. No additional information on the cause of death was provided.